Event description:
It was reported that during functional testing by a service technician that the device had exposed copper wire. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.